Event description:
It was reported by the rep the device was used during a laparoscopic gastric bypass. It was reported the lcs did not cut and coagulate tissue well during the case. A new hand piece was opened and it worked fine. There was no consequence to the pt.